Event description:
Prollenium received the adverse event report on 04-apr-2024. Details below : the injector informs the manufacturer that she has had 5 patients that have bumps on the top upper lip occurring approximately 1 year after being injected. The patients age range was form 25 yrs to mid 40s's. These were all first time lip filler patients. All of these patients were injected around the same time and returning lip filler patients were not experiencing these reactions. Prollenium has completed multiple attempts to request the injector for details on each patient to evaluate the reports on a case-by-case basis. No response has been provided so far. Product name and lot number could not be confirmed. Prollenium has completed multiple attempts to reach out the clinic,no response has been provided so far. Prollenium shall provide the clinic with a 30 day notice letter. The investigation could not be adequately completed owing to the lack of information provided.